Event description:
It was reported that the patient presented to the hospital after the alarm sounded. There was oversensing and high impedance of 3000 ohms. A new lead was implanted for pacing/sensing, and the high voltage portion of the lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.